Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse tested and ran the device in normal ventilation mode without errors. The fse proceeded by updating the device software from 1.0 to 2.3. The device was reported fully meet specifications and returned to use. No other anomalies were reported.during the evaluation of the device the fse discovered that the o2 hose from the wall to rear of the machine had worn threads and leaks. Additional information was requested from the customer, however, the customer did not respond.

Manufacturer narrative:
Date of event: (B)(6)2021. Date of report: 09mar2021.

Event description:
The customer reported a ventilator gave a low oxygen (o2) pressure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.